Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile change prior to damage) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 12/29/2014 with the following findings: investigation revealed that the keypad cover was cut and torn over the ok keypad button. There was no evidence that the keypad was peeling up from the base. Investigation revealed that the contrast keypad button was intermittently unresponsive; all other keypad buttons responded normally to button presses. The keypad cover was removed and there was evidence of contamination observed under the contrast key contact. The contrast button has no effect on insulin delivery function. Unrelated to the complaint, investigation revealed that the display screen was dim and discolored.